Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), uterine perforation ("perforation (uterus)"), fallopian tube perforation ("perforation (fallopian tube)"), pelvic pain ("severe pelvic pain"), abdominal pain lower ("severe abdominal cramping ; lower abdominal pain"), pancreatitis acute ("acute idiopathic pancreatitis"), impaired gastric emptying ("gastroparesis"), congenital cystic kidney disease ("medullary sponge kidney") and infection ("infection") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed concomitantly with the essure" and device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included gallbladder sludge. Concurrent conditions included migraine, headache, depression, anxiety, body mass index normal, endometriosis since 2004 and medullary sponge kidney since 2010. Concomitant products included sertraline hydrochloride (zoloft) from 2004 to 2010 for anxiety, depression and bipolar disorder. On (B)(6)2010, the patient had essure inserted. On (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged menstruation ; heavy menstrual bleeding"), dysmenorrhoea ("abnormally severe menstrual pain"), vaginal infection ("chronic vaginal infections"), vaginal discharge ("vaginal discharge"), rash ("rashes"), pruritus ("itching"), alopecia ("hair loss"), fatigue ("chronic fatigue"), urinary tract infection ("urinary tract infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("nickel allergy") and cystitis ("bladder infection") and was found to have weight decreased ("weight loss."), 83 days before insertion of essure. On (B)(6)2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), pancreatitis acute (seriousness criterion medically significant), impaired gastric emptying (seriousness criterion medically significant), congenital cystic kidney disease (seriousness criterion medically significant), infection (seriousness criterion hospitalization), back pain ("lower back pain"), menstrual disorder ("abnormal menstruation"), dysgeusia ("metallic taste in mouth"), hypoaesthesia ("numbness"), migraine ("worsening of her migraines"), headache ("worsening of her headaches"), dyspareunia ("painful intercourse"), depression ("worsening of her depression"), anxiety ("worsening of her anxiety"), nausea ("nausea"), postural orthostatic tachycardia syndrome ("postural orthostatic tachycardia syndrome"), neuropathy peripheral ("neuropathy"), inflammatory bowel disease ("inflammatory bowel disease"), osteopenia ("osteopenia"), post-traumatic stress disorder ("posttraumatic stress disorder") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). The patient was treated with surgery (laparoscopy with bilateral salpingectomies as well as removal of essure devices bilaterally. And bilateral salpingectomy). Essure was removed on (B)(6)2010. At the time of the report, the pelvic inflammatory disease, uterine perforation, fallopian tube perforation, pancreatitis acute, impaired gastric emptying, congenital cystic kidney disease, infection, menorrhagia, dysmenorrhoea, back pain, menstrual disorder, dysgeusia, hypoaesthesia, migraine, headache, vaginal infection, vaginal discharge, dyspareunia, depression, anxiety, rash, pruritus, alopecia, fatigue, weight decreased, nausea, postural orthostatic tachycardia syndrome, neuropathy peripheral, inflammatory bowel disease, osteopenia, post-traumatic stress disorder, urinary tract infection, vaginal haemorrhage, female sexual dysfunction, allergy to metals and cystitis outcome was unknown and the pelvic pain and abdominal pain lower had not resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, congenital cystic kidney disease, cystitis, depression, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, hypoaesthesia, impaired gastric emptying, infection, inflammatory bowel disease, menorrhagia, menstrual disorder, migraine, nausea, neuropathy peripheral, osteopenia, pancreatitis acute, pelvic inflammatory disease, pelvic pain, post-traumatic stress disorder, postural orthostatic tachycardia syndrome, pruritus, rash, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: since her removal surgery, some of her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Hysterosalpingogram - in 2010: results: confirming full occlusion of tubes. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : "device monitoring procedure not performed" extracted from medical records. Most recent follow-up information incorporated above includes: on (B)(6)2018: event "perforation (uterus)" added from pfs. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), pelvic pain ("severe pelvic pain"), abdominal pain lower ("severe abdominal cramping ; lower abdominal pain"), pancreatitis acute ("acute idiopathic pancreatitis"), impaired gastric emptying ("gastroparesis"), congenital cystic kidney disease ("medullary sponge kidney") and infection ("infection") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done" and medical device monitoring error "endometrial ablation performed concomitantly with the essure". The patient's concurrent conditions included migraine, headache, depression and anxiety. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 83 days before insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged menstruation ; heavy menstrual bleeding"), vaginal infection ("chronic vaginal infections"), vaginal discharge ("vaginal discharge"), rash ("rashes"), alopecia ("hair loss"), fatigue ("chronic fatigue"), weight fluctuation ("weight gain/loss."), urinary tract infection ("urinary tract infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), allergy to metals ("nickel allergy") and cystitis ("bladder infection"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), pancreatitis acute (seriousness criterion medically significant), impaired gastric emptying (seriousness criterion medically significant), congenital cystic kidney disease (seriousness criterion medically significant), infection (seriousness criterion hospitalization), dysmenorrhoea ("abnormally severe menstrual pain"), back pain ("lower back pain"), menstrual disorder ("abnormal menstruation"), dysgeusia ("metallic taste in mouth"), hypoaesthesia ("numbness"), migraine ("worsening of her migraines"), headache ("worsening of her headaches"), dyspareunia ("painful intercourse"), depression ("worsening of her depression"), anxiety ("worsening of her anxiety"), pruritus ("itching"), nausea ("nausea"), postural orthostatic tachycardia syndrome ("postural orthostatic tachycardia syndrome"), neuropathy peripheral ("neuropathy"), inflammatory bowel disease ("inflammatory bowel disease"), osteopenia ("osteopenia") and post-traumatic stress disorder ("posttraumatic stress disorder"). The patient was treated with surgery (bilateral salpingectomy), surgery (laparoscopy with bilateral salpingectomies as well as removal of essure devices bilaterally.) And surgery (laparoscopy with bilateral salpingectomies as well as removal of essure devices bilaterally.). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic inflammatory disease, pancreatitis acute, impaired gastric emptying, congenital cystic kidney disease, infection, menorrhagia, dysmenorrhoea, back pain, menstrual disorder, dysgeusia, hypoaesthesia, migraine, headache, vaginal infection, vaginal discharge, dyspareunia, depression, anxiety, rash, pruritus, alopecia, fatigue, weight fluctuation, nausea, postural orthostatic tachycardia syndrome, neuropathy peripheral, inflammatory bowel disease, osteopenia, post-traumatic stress disorder, urinary tract infection, vaginal haemorrhage, female sexual dysfunction, allergy to metals and cystitis outcome was unknown and the pelvic pain and abdominal pain lower had not resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, congenital cystic kidney disease, cystitis, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hypoaesthesia, impaired gastric emptying, infection, inflammatory bowel disease, menorrhagia, menstrual disorder, migraine, nausea, neuropathy peripheral, osteopenia, pancreatitis acute, pelvic inflammatory disease, pelvic pain, post-traumatic stress disorder, postural orthostatic tachycardia syndrome, pruritus, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: since her removal surgery, some of her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: confirming full occlusion of tubes concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : "device monitoring procedure not performed" extracted from medical records. Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet and medical records received : the patinet and reporter information updated. The event abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), fatigue, hair loss, infection (bladder/urinary tract/vaginal), nickel allergy, pain, rashes or skin conditions: rashes/itching, vaginal discharge, weight gain/loss added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), pelvic pain ("severe pelvic pain"), abdominal pain lower ("severe abdominal cramping ; lower abdominal pain"), pancreatitis acute ("acute idiopathic pancreatitis"), impaired gastric emptying ("gastroparesis"), congenital cystic kidney disease ("medullary sponge kidney"), infection ("infection") and fallopian tube perforation ("perforation (fallopian tube)") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done" and medical device monitoring error "endometrial ablation performed concomitantly with the essure". The patient's past medical history included gallbladder sludge. Concurrent conditions included migraine, headache, depression, anxiety, body mass index normal, endometriosis since 2004 and medullary sponge kidney since 2010. Concomitant products included sertraline (zoloft) from 2004 to 2010 for anxiety, depression and bipolar disorder. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 83 days before insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged menstruation ; heavy menstrual bleeding"), dysmenorrhoea ("abnormally severe menstrual pain"), vaginal infection ("chronic vaginal infections"), vaginal discharge ("vaginal discharge"), rash ("rashes"), pruritus ("itching"), alopecia ("hair loss"), fatigue ("chronic fatigue"), weight decreased ("weight loss."), urinary tract infection ("urinary tract infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("nickel allergy") and cystitis ("bladder infection"). On (B)(6) 2010, the patient experienced fallopian tube perforation (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), pancreatitis acute (seriousness criterion medically significant), impaired gastric emptying (seriousness criterion medically significant), congenital cystic kidney disease (seriousness criterion medically significant), infection (seriousness criterion hospitalization), back pain ("lower back pain"), menstrual disorder ("abnormal menstruation"), dysgeusia ("metallic taste in mouth"), hypoaesthesia ("numbness"), migraine ("worsening of her migraines"), headache ("worsening of her headaches"), dyspareunia ("painful intercourse"), depression ("worsening of her depression"), anxiety ("worsening of her anxiety"), nausea ("nausea"), postural orthostatic tachycardia syndrome ("postural orthostatic tachycardia syndrome"), neuropathy peripheral ("neuropathy"), inflammatory bowel disease ("inflammatory bowel disease"), osteopenia ("osteopenia"), post-traumatic stress disorder ("posttraumatic stress disorder") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). The patient was treated with surgery (bilateral salpingectomy), surgery (laparoscopy with bilateral salpingectomies as well as removal of essure devices bilaterally.) And surgery (laparoscopy with bilateral salpingectomies as well as removal of essure devices bilaterally.). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic inflammatory disease, pancreatitis acute, impaired gastric emptying, congenital cystic kidney disease, infection, menorrhagia, dysmenorrhoea, back pain, menstrual disorder, dysgeusia, hypoaesthesia, migraine, headache, vaginal infection, vaginal discharge, dyspareunia, depression, anxiety, rash, pruritus, alopecia, fatigue, weight decreased, nausea, postural orthostatic tachycardia syndrome, neuropathy peripheral, inflammatory bowel disease, osteopenia, post-traumatic stress disorder, urinary tract infection, vaginal haemorrhage, female sexual dysfunction, allergy to metals, cystitis and fallopian tube perforation outcome was unknown and the pelvic pain and abdominal pain lower had not resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, congenital cystic kidney disease, cystitis, depression, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, hypoaesthesia, impaired gastric emptying, infection, inflammatory bowel disease, menorrhagia, menstrual disorder, migraine, nausea, neuropathy peripheral, osteopenia, pancreatitis acute, pelvic inflammatory disease, pelvic pain, post-traumatic stress disorder, postural orthostatic tachycardia syndrome, pruritus, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: since her removal surgery, some of her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Hysterosalpingogram - in 2010: confirming full occlusion of tubes. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : "device monitoring procedure not performed" extracted from medical records. Most recent follow-up information incorporated above includes: on 30-aug-2018: plaintiff fact sheet received. Patient demographic information and patient relevant history added. Event onset dates updated. Event weight gain/loss was updated to weight loss. New event perforation (fallopian tubes) added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), pancreatitis acute ("acute idiopathic pancreatitis"), impaired gastric emptying ("gastroparesis"), congenital cystic kidney disease ("medullary sponge kidney") and infection ("infection") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pancreatitis acute (seriousness criterion medically significant), impaired gastric emptying (seriousness criterion medically significant), congenital cystic kidney disease (seriousness criterion medically significant), infection (seriousness criterion hospitalization), menorrhagia ("prolonged menstruation ; heavy menstrual bleeding") (seriousness criterion intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe abdominal cramping ; lower abdominal pain"), pelvic pain ("severe pelvic pain"), back pain ("lower back pain"), menstrual disorder ("abnormal menstruation"), dysgeusia ("metallic taste in mouth"), hypoaesthesia ("numbness"), migraine ("worsening of her migraines"), headache ("worsening of her headaches"), vaginal infection ("chronic vaginal infections"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse"), depression ("worsening of her depression"), anxiety ("worsening of her anxiety"), rash ("rashes"), pruritus ("itching"), alopecia ("hair loss"), fatigue ("chronic fatigue"), weight increased ("weight gain"), weight decreased ("weight loss"), nausea ("nausea"), postural orthostatic tachycardia syndrome ("postural orthostatic tachycardia syndrome"), neuropathy peripheral ("neuropathy"), inflammatory bowel disease ("inflammatory bowel disease"), osteopenia ("osteopenia") and stress ("posttraumatic stress disorder"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed in 2010. At the time of the report, the pelvic inflammatory disease, pancreatitis acute, impaired gastric emptying, congenital cystic kidney disease, infection, menorrhagia, dysmenorrhoea, abdominal pain lower, pelvic pain, back pain, menstrual disorder, dysgeusia, hypoaesthesia, migraine, headache, vaginal infection, vaginal discharge, dyspareunia, depression, anxiety, rash, pruritus, alopecia, fatigue, weight increased, weight decreased, nausea, postural orthostatic tachycardia syndrome, neuropathy peripheral, inflammatory bowel disease, osteopenia and stress outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, congenital cystic kidney disease, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, hypoaesthesia, impaired gastric emptying, infection, inflammatory bowel disease, menorrhagia, menstrual disorder, migraine, nausea, neuropathy peripheral, osteopenia, pancreatitis acute, pelvic inflammatory disease, pelvic pain, postural orthostatic tachycardia syndrome, pruritus, rash, stress, vaginal discharge, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: since her removal surgery, some of her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2010: confirming full occlusion of tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.